Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has also reported in the importer mw 2951238 - 2022 ¿ 00446.

Event description:
The customer reports during an endoscopic retrograde cholangiopancreatography (ercp) and esophagogastroduodenoscopy (egd) using an evis exera iii duodenovideoscope and a single use distal cover, the distal cover fell off of the scope and remained in the patient. The user attempted to retrieve the distal cover but was unable to locate it. The patient later coughed up the distal cover as he was waking up from anesthesia. There were no adverse effects to the patient as a result of this occurrence. The patient's current condition is reported to be stable. There were no abnormalities in the appearance of the scope or distal cover before or after the procedure. There were no procedural or anatomical challenges that could have contributed to the reported event, no esophageal strictures were found. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure. Case with patient identifier (B)(6) reports the tjf-q190v used in the procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specifications when it was shipped. The definitive root cause of the reported event could not be determined. Based on the available information the following are probable causes: chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. The cover was easily removed from the scope due to insufficient attachment to the scope. When the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Olympus will continue to monitor the field performance of the device.

Manufacturer narrative:
This report is being supplemented to provide corrected information based on a formal investigation. Also corrected h6 medical device problem code. -reconfirmation of complaint failure; a reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h1412). -investigation results of product specifications; quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. -sampling inspection results at the parts manufacturer the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Olympus tried to get additional information regarding the event, but the customer did not respond. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, and the details of the occurrence situation could not be confirmed, so the cause could not be determined. Based on the results of the investigation, the possible causes of the distal cover falling off based on the above investigation results are as follows: -chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. -the cover was easily removed from the scope due to insufficient attachment to the scope. -when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.